Event description:
Medtronic received a report that the patient experienced a small new infarct in a new vascular region in the left frontal region after a solitaire procedure. This was the same hemisphere that the thrombectomy occurred, and was likely to be from the intervention. No further treatment or hospitalization was performed, and the event status was recovering/resolving. This was noted as a new stroke, and was not the result of a device deficiency. The site assessed the event as not related to the procedure, and possibly related to the device, the disease under study, and an underlying condition. The patient's mrs score was 0, and their nihss score was 15. The patient was undergoing treatment for a clot located in m1 section of the left middle cerebral artery. The patient's pre-procedure mtici score was 0, and post-procedure it was 3. Ancillary devices include a react 71 catheter. Additional information received indicated the site reported patient death status as reason for study exit on 10-jan-2022. Cause of death was unknown at time the information was received.

Manufacturer narrative:
The event is reported at this time based on additional information received reporting patient exited study due to status of death. Only patient's report year of birth is valid and only the year of birth was received. A separate report will be submitted regarding the solitaire used in the same procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B2. Patient date of death (on (B)(6) 2022) updated. B5. Updated with additional information received. Associated with rr#: 2029214-2022-00635. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the patient died on (B)(6) 2022. Cause of death was not reported. Medical safety assessed the death as not related to the index procedure or device malfunction and probably related to disease under study and underlying conditions. The cause of death remained reported as unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the infarct resolved and the patient recovered on (B)(6) 2021.